Manufacturer narrative:
Repairs have not been completed.

Event description:
The account alleged there were no functions working from the siderail and when he turned the lockout off, the bed ran down on its own.